Event description:
A customer contacted baxter's technical service center reporting that the caregiver (cg) requested assistance with ending therapy because she had switched out the bags during therapy on a home choice (hc). The technical service representative (tsr) assisted with ending therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).this complaint is for a report of a use error - reuse of single use product is confirmed due to the use error described by the home patient, who replaced the solution bags but reused the cassette. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.